Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jun-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 02-aug-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated they haven't been able to charge since last thursday because the controller is not recognizing anything and just says it can't find the device. Caller stated they've tried taking the battery out to see if that would help, but it did not. Caller added that they tried to recharge every day and kept getting seeing the same message that it can't connect and then the controller screen would go completely white and blank. Caller said they'd have to take the battery out to get the screen to come back on. Agent had caller reset the controller. Caller denied any visible damage to the controller or recharger components. Caller connected the recharger and saw "no device found." Caller tried again and said they were connected with excellent recharge quality. Caller stated the implant battery was empty and the controller was full. Caller then saw "poor recharge quality" and said it kept rapidly switching between poor and good. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from a patient (pt). The pt had questions on what program they were previously in. Patient services (pss) reviewed that everything is stored in the implantable neurostimulator (ins) and will be there. Pss walked the pt through the controller and they did see this. The pt states they are not getting much relief and wondered how to make an appointment. Pss re-directed the pt to their healthcare provider (hcp). Additional information was received from a patient (pt). It was reported that there were several factors that led to not getting enough relief. Their arthritis is worsening, the pain meds are not strong enough, and the leads have fallen and need to be placed up higher on the spinal column. The pt reported that they have a pump trial scheduled and if that works, they will get the pump implanted. In addition, their doctor will reposition their leads.

Event description:
Additional information was received from the pt. Pt states that they don¿t know the cause of the fallen leads, it occurred immediately following the implant. The issue has not resolved. No decision has been made. Pt states that a lengthy surgery will be required and they are unsure if they can handle that.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020: product type lead product ID 97745 serial# (B)(6): product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.